Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a spanish anomaly alarm during normal use. Customer was able to clear alarm by pressing act button. Customer's blood glucose was 121 mg/dl. Customer was advised that receiving a spanish anomaly during normal use is normal pump behavior. Customer was advised to monitor insulin pump. No further information provided.